Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used in an unknown procedure on an unknown date and, ¿in some cases, the white pad is not attached to the instrument when the envelope is closed, and in other cases during the procedure, and comes off very easily.¿. Further assessment found ¿it almost always happened before inserting the instrument into the trocar.¿. There was no report of injury, medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the cd801, 5mm laparoscopic kittner, blunt dissector 40 cm length device was used in an unknown procedure on an unknown date and, ¿in some cases, the white pad is not attached to the instrument when the envelope is closed, and in other cases during the procedure, and comes off very easily.¿ further assessment found ¿it almost always happened before inserting the instrument into the trocar.¿ there was no report of injury, medical/surgical intervention or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿the white pad is not attached to the instrument¿ was confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon photographic evidence; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of seven (7) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 29 reports, regarding 39 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.